Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that the trial insert, it broke inside the patient. Per email correspondence, both pieces were easily removed. The procedure was completed using a backup device with no harm to the patient, and less than 30--minute delay. No further clinical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable, damage may occur during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
This report MDR from the case (case-2021-00052832-1) is as duplicate of MDR 1020279-2021-04338 (from case-2021-00052517-2) and will be closed.

Event description:
It was reported that, during tka surgery, at the time of testing, when placing the trial insert sz 3 9mm, it broke inside of the patient. It is unknown how surgery was completed and if there was delayed. No further information is available.